Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and power error detected. The customer¿s blood glucose was unknown at the time of incident. No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported a power error detected alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Unit was received with high sleep current due to moisture damage on electronics assembly. Unit alarmed pump error (power supply error) during self-test due to moisture damage on electronics. Unit was received with moisture damage noted on battery tube assembly. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery and power loss alarm due to moisture damage on electronics assembly. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button and scratched case.